Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an appendectomy, the product was not used on the patient, in order to resect the appendix, the handle was squeezed at the first firing, but the surgeon could not fire the device. The procedure was completed with another device.